Event description:
The lead was reported to be 'broken', with intermittent sensing and capture and inappropriate therapy. The lead was removed from service(capped and abandoned). No patient complications have been reported as a result of this event.